Manufacturer narrative:
Five (5) actual samples from lots m23l12a (2 units), m24b02a (1 unit) and m24a04a (2 units) were received for evaluation. A visual inspection with the naked eye noted opening in the foil and marked towards the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging (overpouch) of five (5) minicaps had incomplete seals. It was further described that there were very small perforations and that air escapes the seal. This was discovered prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.